Manufacturer narrative:
The device was returned, and the evaluation found there was no output under 2 sdi (serial digital interface) channels due to defective printed circuit board. After replacing the printed circuit board, the fault disappeared. During testing and inspection of the device, the defective printed circuit board was installed on a spare device and the fault reappeared. The appearance of the device and the inside of the device was noted as normal. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited no image. The field service engineer reported that at delivery acceptance, no image was found. The customer completed the diagnostic gastrointestinal endoscopy with another similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Information added to the fields: h6. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there was no output under serial digital interface channels occurred due to printed circuit board. Olympus will continue to monitor field performance for this device.